Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2014. Device thrombus was suspected due to elevated ldh in the 900 u/l range with sub-therapeutic inr due to reoccurring gi bleeding events. The patient had a history of multiple pump replacements and a decision was made not to operate. The patient was placed on hospice and subsequently expired.

Manufacturer narrative:
A correlation between the device and the patient's death could not be conclusively determined. The device was not returned to the manufacturer for evaluation. Device thrombosis, hemolysis and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.